Event description:
The account alleged the head section raises by itself when the bed is plugged in. No pt impact.

Manufacturer narrative:
The account replaced the side rail power control board and jumper cables to resolve the issue.